Event description:
Right femoral line snapped while rn trying to change fluids line clamped and pulled piv started new line place on (B)(6).

Manufacturer narrative:
We received a catheter as a faulty sample. A lot of orange/red dried residues were visible. The catheter tube was shortened to approximately 14.5 cm in length, and it was evident that the portion of the ll-hub above its wings was fractured and missing. Microscopic examination of the broken ll-hub revealed a fissured, jagged fracture surface, along with stress whitening and scratches. Examination of the fracture surfaces revealed that the material had deformed in a twisted manner. These observations suggest that the fracture was caused by excessive radial twisting and tensile force. The scratches indicate that a tool or medical instrument may have been used to connect a pump or similar device to the ll-hub. Upon reviewing the batch history records, one deviation was identified; however, it is not related to the cause of this complaint. The tensile force and dimensions of catheter and set components are randomly checked. The luer cone is randomly checked in accordance with iso standard 594. A review of complaints data shows that three complaints have been received for vylf1020 in the past three years, all of which originated from this facility. Corrective action: as the catheter worked well for 21 days before the issue occurred, we do not believe this defect is manufacturing related. Therefore, no further corrective action was initiated by quality management at this time.

Manufacturer narrative:
The failed sample is being returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Right femoral line snapped while rn trying to change fluids line clamped and pulled piv started new line place on 9/20.